Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer uses apidra insulin within the cartridge. Tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the supplies were changed to address the event. Additionally, the time on the pump was incorrect, cause was unknown. Customer corrected the time setting to resolve the issue. Customer's blood glucose was 289mg/dl.